Manufacturer narrative:
The insulin pump was received unable to prime unit during prime/a33 test due to faulty force sensor resistor. No a33 alarms noted. The insulin pump has cracked case at display window corners, battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had repeated error alarms during the prime/rewind sequence. His or her blood glucose was unknown at the time of reporting. The insulin pump is being returned. No additional information was reported.